Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter displayed an error1, an error 2 and an error 3 message. The complaint was classified based on customer care advocate (cca) documentation as the patient was unavailable to provide further information when attempted for follow-up by medical surveillance (ms). The patient reported that the meter issue occurred on (B)(6) 2016. The patient manages her diabetes with oral medication, diet and exercise. The patient reported that in the ¿middle of (B)(6) 2016¿, after the product issue occurred, she developed a symptom of ¿blurry vision¿ and that on (B)(6) 2016 she increased the dose of her medications, taking ¿glipizide, metformin and insulin¿. During troubleshooting the cca noted that it was not the first time the product had been used and there was no apparent misuse of the device. The patient did not have testing supplies available to walk through a retest. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptom suggestive of a serious hyperglycemic event after the alleged issue occurred.

Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
This report is being submitted to include information that was omitted from follow-up #1. The manufacturer narrative should have included the following: a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Similar complaints for this issue were also trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. Type of investigation codes have been added as appropriate. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.